Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Customer reverted to an alternate method of insulin therapy.